Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they were unable to charge their implantable neurostimulator (ins). The patient noted that they rarely used their therapy because they had a back surgery which fixed their back issue. They had some pain the night prior to the report and tried to use their therapy but could not get beyond the reposition antenna screen. They attempted a recharging session and got a reposition antenna screen. The patient then used the antenna locate feature and attempted a recharging session and they saw a power on reset (por) message. They were able to clear the por message. It was reviewed that the ins was likely in a discharge state and the patient needed to charge to 25% before turning the stimulation on again. At one point their recharger stopped charging the ins but they were able to get it charging again. The patient was implanted for arachnoiditis and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.